Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the solder joints at the c19 high voltage capacitor were fractured. The cause of the code 110 is the fractured solder joints. The root cause of the fractured solder joints is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 110.